Manufacturer narrative:
It was reported that while a baxter respiratory clinician was connecting the patient's life 2000 device to the patient's new millenium 10l oxygen concentrator, the patient experienced oxygen desaturation to 75%spo2 and there was noted flow meter ball dropped from 10l to 6l on the oxygen concentrator. No medical intervention was required, the patient recovered at home with the patient's oxygen saturation recovering to 92-93% spo2 within one minute. This patient is a 74-year-old male with a history of chronic respiratory failure, and copd. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system consists of the life2000 ventilator and compressor. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (et tube) or non-invasively (mask, nasal pillow interface) as well as assist/control mode of ventilation. The system is suitable for use in home and institutional settings and is not intended for ambulance or air transportation. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range (75%spo2), the change was temporary, and medical intervention was not required (the patient recovered at home). Furthermore, this event was not life-threatening and there was no report of permanent impairment of body function or damage to body structure; therefore, a serious injury did not occur in this case. Information reviewed reasonably suggests the cause of the reported drop in oxygen saturation is possibly related to a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level, as well as other factors such as patient's underlying pulmonary pathology. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury.

Event description:
It was reported that while a baxter respiratory clinician was connecting the patient's life 2000 device to the patient's new millenium 10l oxygen concentrator, the patient experienced oxygen desaturation to 75%spo2 and there was noted flow meter ball dropped from 10l to 6l on the oxygen concentrator. No medical intervention was required, the patient recovered at home with the patient's oxygen saturation recovering to 92-93% spo2 within one minute.